Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. The customer 's blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Caller did not require third-party assistance and chest pain, frequent urination, and aching feet were noted.